Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (unable to communicate with electrode belt) was confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective y402 crystal oscillator on the monitor c/a board. The oscillator was not producing any output. The root cause for the defective y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) was unable to communicate with an electrode belt.